Manufacturer narrative:
It was reported the insulin pump had alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Occlusion, prime, and excessive no delivery test was not performed due to compromised force sensor system alarm. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a compromised force sensor system alarm. The customer's blood glucose level was 152 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.